Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and infusion set tubing was detached. Customer¿s blood glucose level was 436 mg/dl at the time of incident and current blood glucose level was 118 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer reported that there was not stress or pull on the tubing. Customer reported that the insulin pump was dropped with the set connected to their body. Customer troubleshooting was performed for detachment. The device will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was using the auto mode feature on insulin pump but he was about to kicked off at the time of incident.